Manufacturer narrative:
Additional information: the reported events of low sensing, a decrease in pacing impedance, and a increase in capture threshold and loss of capture were not confirmed. The reported event of a helix that would not retract was confirmed. As received, a complete lead was returned in one piece with the helix in the extended position clogged with blood. An x-ray revealed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque to the connector pin, the helix was able to be successfully retracted and extended. The cause of the reported event of helix would not retract was isolated to the helix being clogged with blood and tissue and an over torqued inner coil. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual inspection of the lead revealed no anomalies.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, low sensing, a decrease in pacing impedance, and a increase in capture threshold resulting in loss of capture was noted on the right ventricular (rv) lead. The physician attempted to reposition the rv lead, however, the helix was unable to be retracted. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.